Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement the surgeon of (B)(6) 2018. Revision due to loosening osteolysis suspected primary prosthesis insitu could be lcs revision from duofix femur patient. Strongly suspect second revision. Male patient (B)(6). Unknown_jrn: 1 x std + cemented lcs femoral component cemented right; unknown_jrn: 1 x size 4 mbt keeled cemented tibia; unknown_jrn: 1 x std+ lcs rp bearing 17.5mm.